Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure while removing the dragonfly optical imaging catheter over the powerturn guide wire, resistance was met and the devices could not be removed separately. The catheter and guide wire were removed together. The guide wire coils were separated/stretched slightly; however, the wire did not separate in two pieces. A new guide wire was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.